Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that ¿decharge electrique boitier¿ means electric discharge on the ins. The manufacturer representative was not able to confirm the implant date as they were not able to interrogate the ins due to the long time discharge.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2019 and the battery was charged to 3.905 volts. On (B)(6) 2019 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced electrical discharge. ¿discharge electrique boitier¿ was noted; follow up is being done to clarify/translate what this means. A contributing factor was the patient put a magnet on their pocket which was near the ins. The patient is a petanque player, so the magnet catches the balls. The impedances were okay. The doctor decided to change the ins. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.